Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string broke with one tampon and the string was inaccessible on the other tampon. Manual removal was successful. Consumer did experience pain for a while period of time after removal.